Event description:
Approx 1 month after treatment with bovine collagen pt observed small lump on lip at treatment site. Physician assessed pt 3 weeks later and confirmed that there was firmness at the site. Physician treated pt intralesionally with injection of triamcinolone.